Event description:
It was reported that the hemodynamic parameters had not changed and were within normal limits but the cardiac index was reading 1.8. The nurse did a manual cardiac output/cardiac index resulting in a cardaic index of 2.5. The staff stopped using the vig ii monitor and used the manual cardiac output/cardiac index information. The patient did not have adverse effects.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device jammed on the cystic artery. The device had to be cut off of the artery. Unknown amount of bleeding. Another device was used to complete the case. There may have been a patient injury, but this information is unknown at this time. The device was discarded.

Manufacturer narrative:
Customer report was confirmed. Vigilance I showed error message was revealed: "check thermistor connection". Thermistor was found to have a full open condition. The thermistor connector was opened and both lead wires were found to be broken at the solder posts. Thermal filament circuit were continuous. No visible damage was observed from catheter body.